Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a pt injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.